Manufacturer narrative:
Beckman coulter complaint handling unit evaluated the issue with the power express. The power express needs a serial connection from instruments and in this case there was a triple connection from the access immunoassay dxi system. The failure mode was identified as an error in the connection of the cables when the communications module was changed. The connection of the cables was corrected to resolve the issue. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining multiple erroneous patient results on their unicel dxi 800 access immunoassay system. The customer reported several erroneous results on multiple assays including vitamin b12. Due to an error in the connection of 2 dxi to pex (power express), the results obtained by these analyzers on (B)(6) 2018 were erroneously assigned to a wrong ID (identification). Only samples processed by pex were affected. The customer identified 136 samples that were affected with discrepant results.